Event description:
On (B)(6) 2013, salter labs customer service received a complaint regarding a bubble humidifier bottle splitting. Reportedly, the customer had an incident where humidifier bottle split and lost pressure and he "nearly passed out" and his pulse oximeter read 78. The customer said that he was using a respironics concentrator with a salter labs humidifier bottle when the incident took place and that the concentrator was away from all the furniture. The only thing touching the humidifier bottle is a strap which he described to be "fairly tight". The pt was unclear how the split on the humidifier happened. A respiratory therapist at salter labs spoke with the customer over the phone on (B)(4) 2013 and asked him if any medical intervention was required. The customer stated that he did not require medical intervention other than to connect his o2 line to the concentrator outlet and then to replace the humidifier with a new one. The bottles were returned to salter labs for eval and were visually inspected. It was confirmed that the bottles have cracked. However, the pressure release valve on these units appear to be working properly (indicating the splitting is not due to pressure issues). The manner in which the units were used and cleaned is being clarified with the user to determine potential root causes. This is an interim report.